Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the cannula damage was caused by improper handling of the unit. However, the exact root cause could not be determined.

Event description:
Procedure performed: lap. Cholecystectomise. Event description: a lap. Cholecystectomy was performed. During the operation it was discovered that a piece of a trocar sleeve from the ck020 set had broken off and was lying in the patient's abdomen. It is not known exactly when this happened or what happened. The operating surgeon wishes to make a complaint so that the material can be checked. The piece was removed from the abdominal cavity and the trocar is ready for collection. The cause or exact sequence of events is not known. Information received by company rep. On 19apr2024 via e-mail: the broken off piece of the sleeve of the trocar 12x100 was removed with a lap. Grasper removed. Yes, pieces fell into the patient. All the pieces were retrieved from the patient. Color of the piece was clear grey. It is a part that has been removed and is attached to the outside of the cannula. To be precise, one of the seal housing brackets has broken off. A small specimen was removed. The seal housing was removed and the holder on the cannula broke off when it was put on and got into the patient's situs. The broken part was only discovered and removed at the end of the operation during the final examination. One of the seal housing brackets on the cannula has fallen out. Lap. Grasper instrumentation was being used at the time of the incident. Lap. Instrument: grasper, scissor, aesculap challenger clipper, retrieval system instrumentation was used prior to the incident. No internal seal components removed or cut in order to inspect the damaged component. Intervention: the broken off piece of the sleeve of the trocar 12x100 was removed with a lap. Grasper removed. Patient status: patient did not suffer any damage.

Event description:
Procedure performed: lap. Cholecystektomie. Event description: a lap. Cholecystectomy was performed. During the operation it was discovered that a piece of a trocar sleeve from the ck020 set had broken off and was lying in the patient's abdomen. It is not known exactly when this happened or what happened. The operating surgeon wishes to make a complaint so that the material can be checked. The piece was removed from the abdominal cavity and the trocar is ready for collection. The cause or exact sequence of events is not known. Information received by company rep. On 19apr24 via e-mail: the broken off piece of the sleeve of the trocar 12x100 was removed with a lap. Grasper removed. Yes, pieces fell into the patient. All the pieces were retrieved from the patient. Color of the piece was clear grey. It is a part that has been removed and is attached to the outside of the cannula. To be precise, one of the seal housing brackets has broken off. A small specimen was removed. The seal housing was removed and the holder on the cannula broke off when it was put on and got into the patient's situs. The broken part was only discovered and removed at the end of the operation during the final examination. One of the seal housing brackets on the cannula has fallen out. Lap. Grasper instrumentation was being used at the time of the incident. Lap. Instrument: grasper, scissor, aesculap challenger clipper, retrieval system instrumentation was used prior to the incident. No internal seal components removed or cut in order to inspect the damaged component. Intervention: the broken off piece of the sleeve of the trocar 12x100 was removed with a lap. Grasper removed. Patient status: patient did not suffer any damage.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.